Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2010; 4195 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported the device reached recommended replacement time (rrt) and there was possible early battery depletion. Also, pre-operative testing revealed the right ventricular (rv) lead had low pacing impedance and a high threshold. The device was explanted and replaced. The rv lead is still in use. No patient complications have been reported as a result of this event.